Event description:
It was reported that customer had air bubbles in reservoir. Customer's blood glucose was 190 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible, however customer had already changed set and no air bubbles were present. After troubleshooting, customer was advised to monitor insulin pump and to call back should issues persist. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.